Event description:
The patient expired; the cause of death was not provided. The cause of death was reported to be not device related. The physician listed in the manufacturer's device tracking system for the pt was contacted to try and obtain cause of death and device relationship. The physician stated it was unknown if the patient's death was related to the implanted devices. In early 2008, the pt was transferred to a nursing center for long-term care due to increased functional decline and caregiver's inability to care for the pt at home. The pt was last seen by the physician in 2006. See manufacturers report # 3004209178-2009-01641.